Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the trialing process the trial articular surface was fractured. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event was confirmed as the product was returned and examination determined that returned tasp exhibits signs of repeated use (nicked or gouged). The dovetail feature is compressed & is fractured on the lateral side of post, all pieces returned. DHR was reviewed for deviations and / or anomalies with no deviations / anomalies identified. The device had an unknown frequency of use. Based on the state of device and the age of the device when returned it is considered that the wear is a result of general usage of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the trial articular surface did fracture while in the patient. All parts were retrieved.